Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator motor during visual inspection. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify display anomaly or unexpected restart alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 12.3 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that they were unable to clear the alarm. The insulin pump will be replaced and will be returned for analysis.